Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the the battery was low. When preparing to charge the device, it remained in an alarm state during the process. It was immediately powered off, but after rebooting it still did not work and could not charge normally. There was no patient involvement.